Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator, keypad and corroded battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that fluid under the lcd display. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.